Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a rotator cuff repair procedure that the spring was sprung on the device and there was no trap door. They pulled everything out of the joint and used another device. Nothing broke in the patient. The patient had first shoulder surgical procedure approximately eight years ago and the patient recently re-tore his rotator cuff. The surgeon brought into the room, a c-arm (x-ray) to confirm nothing of the device remained in the patient; it was then he noticed the remains of an old metal anchor. The procedure was completed successfully as mentioned above. No patient injury or complications were noted post operatively.